Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). A supplemental report will be filed with the manufacturers investigation conclusion

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient could barely walk and was instructed to go the emergency department (ed). Upon arrival at the ed patient reported blood stools which began in the morning and also reported noticing dark blood stools earlier, abdominal pain and nausea. Patient is taking warfarin and inr was sub-therapeutic at 1.3, hemoglobin at 7.6 and hematocrit at 26.6. Patient was transfused with 2 units of packed red blood cells in the ed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: an esophagogastroduodenoscopy (egd) and argon plasma coagulation (apc) were performed. No further information was provided.